Manufacturer narrative:
The customer reported to arjo that the enterprise 5000x bed frame was broken. There was no patient involvement, nor injury reported. The device was evaluated by arjo service technician. The visual inspection showed that the lift actuator was bent, the radius arm was dislodged from the bed frame. The customer did not provide information how the bed became damaged. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees). The second scenario may take place when the obstacle is put between the base frame and the radius arm. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. In summary, there was no indication that the enterprise 5000x bed was used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arm was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. The complaint decided to be reportable in abundance of caution due to the enterprise 5000x malfunction (radius arm detachment).

Event description:
The customer reported to arjo representative that bed frame was broken. There was no patient involvement, nor injury reported. The device was evaluated by arjo service technician. The visual inspection showed that the lift actuator was bent, the radius arm was dislodged from the bed's frame. However, the customer did not provide any detail information regarding reported malfunction.